Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found by the field service engineer that helmer failed and reboot was done to resolve the issue. On further inspection it was determined that the chamber temp was reading 56. The fse confirmed that the door switch was not functioning due to the fridge door opening too long. A field service engineer replaces the door switch and adjusts the probe setting @ 47f to 40f. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator, was unable to open due to over maximum temperature limit. The customer stated that this malfunction caused a delay in dispensing medication to the patients. However, there were no adverse events or injuries reported due to this event.